Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: perforation requiring an additional stent. Device issue: none. It was reported that after deploying the 2.75 x 18mm xience v stent in the distal lad, a perforation was observed. An attempt was made to treat the perforation with the 3.0 x 19 mm graftmaster stent, but it would not cross a previously implanted stent in the left main. Two vision stents were used to successfully treat the perforation. There was no significant delay in procedure due to the failure to cross, and there were no pt effects. The pt outcome was good.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Perforation, as listed in the xience v instructions for use is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality issue. As there was no reported device malfunction, there does not appear to be any indications of a product quality problem. Perforation can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. However, a conclusive root cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.